Event description:
Pt complained of an unconfortable stinging sensation to thighs after running the sagittal stim sequence. After this when the stinging had subsided. The sagittal pd was run. Afterwards the pt complained of a "buring" like an iron sensation between their thighs. Pt brought out of the scanner and looked at pt's thighs. Had 2 small marks one on each leg directly across from each other. Ice applied and exams topped towel/padding had been in place between the thighs.